Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, monopolar scissors did not close all the way near the end of the case, despite working normally at the beginning. The technical support engineer discussed troubleshooting by explaining the issue could have been caused by eschar buildup on the instrument after energy application and confirmed the staff stated they had been cleaning the instrument. The staff further stated the problem occurred every time the scissors were used and that the scissors were typically used on a specific arm. The customer reported event has no report of patient injury.